Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot#: 0210921392, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight was reported.

Manufacturer narrative:
Continuation of medical devices: product ID 977a275, lot# 0210921392, explanted: (B)(6) 20017, product type lead.information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 02-feb-2020, UDI#: (B)(4). Conclusion code belongs to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a clinic visit and complained of reduced pain relief to their painful area. The device was reprogrammed to high density settings. There was no change with pain relief from the reprogramming. All impedances were within normal range. The patient reported that they had a slight fall in february. The physician decided to perform an exploration. On (B)(6) 2017 the wound was explored, the ins pocket was dissected and found a small damaged/fractured area on the lead 5mm from header where a small loop of wire had prolapsed through the insulated sheath of the lead. The lead was removed and replaced. The event resulted in an unscheduled clinic or office visit and hospitalization. The outcome was resolved without sequelae. No further complications were reported or anticipated.